Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) for an elevated blood glucose (bg) level of 400 (mg/dl) and large ketones. While in the ER, the customer was treated with potassium and insulin injections. Customer was released later that day with a bg level of 200 (mg/dl). Contact described the customer's condition as stable upon release.